Event description:
It was reported by the field clinical representative that the patient with this right ventricular (rv) lead experienced perforation post implant. Technical services (ts) assessed and indicated that the rv intrinsic amplitude decreased from 19 millivolts (mv) to 2.9 mv, with a slight decreased in impedance. Rv automatic threshold (rvat) evaluation failed due to low evoked response and inability to obtain capture threshold. As a result, this rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.